Event description:
A capsule breakage was noted with the mst tip on polishing. The patient has not experienced any permanent or temporary disorders and their daily activities were not significantly affected. A vitrectomy was required. A delay of five minutes occurred during the procedure and the end-user consulted a doctor but has not been prescribed any medications. Further details regarding the complaint are expected to be provided.